Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker header set screw could not be tightened. The pacemaker was not used. The physician opted to use another pacemaker and successfully completed the procedure. There were no patient consequences.